Event description:
Customer called and reported the insulin pump display was dead when the customer woke up and would not turn on when the battery was replaced. Customer's blood glucose was 368 mg/dl. There were no signs of physical damage or corrosion on the insulin pump and the device had not been bumped, dropped, or exposed to moisture. Customer did not have a new battery with which to test the insulin pump. Customer was advised a replacement battery cap would be sent and to change the battery as soon as possible. It was further advised that if the display did not return, customer was to revert to a back-up plan until battery cap replacement were to arrive.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.